Manufacturer narrative:
Device evaluation: the unknown evolution biliary uncovered device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Documents review including IFU review: as the evolution device of unknown lot number, a review of the relevant manufacturing records cannot be conducted. Prior to distribution, all evolution biliary uncovered devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The instructions for use ifu0056-5 which accompanies this device instructs the user to "after deployment, fluoroscopically confirm full stent expansion. While maintaining wire guide position, push direction button on side of delivery handle to opposite side. Squeeze the trigger to completely recapture the introducer system. Unlock the wire guide from fusion wire guide locking device. The device can be safely removed with the elevator of the endoscope fully down." There is evidence to suggest that the customer did not follow the instructions for use, as per information provided "I talked to the doctor about introducer recapture after stent deployment, he said this was not a habit and that he did not remember that it was guided by the evolution stent in-service. In the lab card, it is mentioned but only in text form and has been ignored.¿ and "was the introduction system recaptured prior to removing from the patient? No, this is not done at all. There is no memory of whether this is instructed to do in the hands-on inservice." Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. Impression: "a retained fragment of the delivery system is confirmed. The inner cannula fractured just proximal to the proximal stent marker. The stent was severely constrained. Since the distal tip remained at the distal end of the stent, inner cannula tip entrapment in the distal stent was likely." From additional information provided by cook research inc. (Cri): ¿the images provided were from implantation. Consequently, the diameters provided were immediately post deployment. Subjectively, both stents expanded to what would be expected for the respective bile ducts. Since stent size is not known, the stent degree to which the stents were constrained cannot be determined. It can be reasonably assumed however, that the stents were significantly constrained from full expansion. This was a function of bile duct diameter and not a deficit in stent performance.¿ from additional information provided ¿the wire did not cause perforation ¿. Root cause review: a definitive root cause could be determined from the available information that the user did not follow the instructions for use, while removing the deployment device without re-capturing the introduction system. As per information provided "I talked to the doctor about introducer recapture after stent deployment, he said this was not a habit and that he did not remember that it was guided by the evolution stent in-service. In the lab card, it is mentioned but only in text form and has been ignored.¿ as per medical advisor, "the piece caused ¿duodenum ulcer¿ and post-procedural bleeding, and endoscopic procedure was subsequently needed. The harm was major bleeding requiring secondary intervention with a severity of +4. The patient likely died due to suffering from a terminal illness, I don¿t see any direct link between this device-related bleeding and patient¿s death. However, patient¿s underlying condition (more information required other than terminal illness), patient¿s life expectancy with this terminal illness are unknown, especially the cause of death is the key, I cannot make conclusion without detailed information. " summary: according to the initial reporter, the patient death was reported. Complaint is confirmed as the failure was verified in the images. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Supplemental report being submitted as imaging review was completed on 28sep2020 and is currently being analysed for the complaint investigation. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report being submitted as imaging review was completed on 28sep2020 and is currently being analysed for the complaint investigation. A piece of metal (15cm) from release mechanism was not removed after stent was released. This was not noticed before procedure. The piece caused a 'duodenum ulcer' and bleeding in patient a couple of days later and further endoscopy procedure was needed' this happened in june. No product code/lot available. Logging this against the last evolution biliary stent order from june. "As per cc form": there had been a problem with the release of the stent and a metal wire about 15cm long had remained in the patient from its introducer and caused perforation of the duodenum. The patient has since died because he suffered from a terminal illness. The finnish patient injury center is investigating the matter. "As per complaint form": a guidewire was inserted into both hepatic ducts. The first stent was inserted into the left hepatic duct and deployed. A second stent was then inserted into the right hepatic duct and released. Placement of the stents proceeded normally, perhaps after the deployment of the second stent, some force had to be applied during the withdrawal phase of the introducer, but this is quite common in the stenting of stenoses located at anatomically tortuous targets. The endoscope was pulled out of the duodenum, no abnormality was observed at this stage. Customer emailed rep pauli purhonen this morning with following : a piece of metal (15cm) from release mechanism was not removed after stent was released. This was not noticed before procedure. The piece caused a 'duodenum ulcer' and bleeding in patient a couple of days later and further endoscopy procedure was needed' this happened in june. No product code/lot available. Logging this against the last evolution biliary stent order from june. More information to follow from pauli purhonen. Patient/event info - notes: 1. At what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) while removing the introducer 2. What endoscope type and channel size was used? Olympus 4.2mm channel 3. What was the position of the elevator? Was it opened or closed? Both, depends on procedure step 4. Details of the wire guide used (diameter, type, make)? 0.035 short wire, olympus visiglide or boston dreamwire. 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes 6. How long was the stent in the patient by the time this complaint occurred? Couple of days 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? N/a 8. Is the patient known to be covid-19 positive? No stricture information: 1. What was the length and diameter of the stricture? From hilar area to right and left hepatic ducts. 2. Where was the stricture located in the body? Hepatic ducts 3. Was there resistance felt passing wire guide through stricture? Minor resistance 4. Was there resistance felt passing the evolution through stricture? By no means much, the stent progressed well to the destination after dilation 5. Was the stricture dilated before stent placement? Yes questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Visually yes 2. Was resistance felt during insertion into patient? If yes, at what point? No questions related to during stent placement 1. Did the product fail during stent deployment or recapture? No 2. Was the directional button pressed during use? No 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes 4. Was the yellow marker kept in view during deployment? Yes 5. Are images of the device or procedure available? Yes questions related to during introducer withdrawal 1. Was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? Yes 2. Did the stent open sufficiently to allow withdrawal of introducer safely? Yes 3. Was the safety wire fully removed before removing the delivery system? Yes 4. Did any part of the product snag/get caught with the stent when removing the delivery system? Yes, somewhat 5. Are images of the device or procedure available? Yes questions related to during stent repositioning/removal 1. What instrument was used for stent repositioning / removal? Forceps, snare¿ snare was the lasso (suture) loop used during repositioning no here is more information about the event. Please note that the wire did not cause perforation as I incorrectly mentioned in my first report. Attached are also pictures, they were taken with a phone camera on a hospital computer monitor, hopefully their resolution is sufficient. I talked to the doctor about introducer recapture after stent deployment, he said this was not a habit and that he did not remember that it was guided by the evolution stent in-service. In the lab card, it is mentioned but only in text form and has been ignored. I fact, I have not noticed the absence of introducer recapture when I was present at ercp procedures. Stent placement has always gone smoothly and routinely. ¿ can we also request the hospitals documented cause of death for this patient?. Not likely to be available due to general security guidelines in this regard ¿ could I ask for additional information regarding the patient¿s underlying condition, ie. ¿terminal illness¿ o what was the patient¿s terminal illness? Cholagiocarcinoma o was the patient¿s life expectency with this terminal illness known? Less than six months o the cc form received for this complaint states that it will be investigated if this event resulted in a death. Is there any further information on this at this time? No further information is available at this time. When the decision on patient injury insurance comes, then there is a third party statement about the incident. ¿ the piece caused a 'duodenum ulcer' and bleeding in patient a couple of days later and further endoscopy procedure was needed' o what was the outcome of the additional endoscopy procedure? Was it possible to manage/treat the bleeding, perforation and ulcer? Bleeding was treated successfully, no leak was detected. There was no perforation or ulceration, post-pyloric scratching was observed on endoscopy, it is unclear whether the bleeding was due to it or whether it was a post sphincterotomy bleeding. O how long (days) after the second endoscopy procedure did the patient die? 31 days, the patient died on (B)(6). Imaging data was then submitted to the patient insurance center. ¿ what section of the device introducer broke off? First 15cm from introducer tip? Distal end 15cm brass threaded inner wire with white tip cone ¿ was the introduction system recaptured prior to removing from the patient? No, this is not done at all. There is no memory of whether this is instructed to do in the hands-on inservice. ¿ was fluoroscopic monitoring used for the entirety of the procedure? Yes o if so, were the radiopaque markers kept in view while recapturing the introduction system? Yes o was it noted at the time of the procedure that there was no change in position of the radiopaque markers due to the break in the introduction system? This was not particularly monitored.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A piece of metal (15cm) from release mechanism was not removed after stent was released. This was not noticed before procedure. The piece caused a 'duodenum ulcer' and bleeding in patient a couple of days later and further endoscopy procedure was needed' this happened in (B)(6). No product code/lot available. Logging this against the last evolution biliary stent order from (B)(6). "As per cc form": there had been a problem with the release of the stent and a metal wire about 15cm long had remained in the patient from its introducer and caused perforation of the duodenum. The patient has since died because he suffered from a terminal illness. The finnish patient injury center is investigating the matter. "As per complaint form": a guidewire was inserted into both hepatic ducts. The first stent was inserted into the left hepatic duct and deployed. A second stent was then inserted into the right hepatic duct and released. Placement of the stents proceeded normally, perhaps after the deployment of the second stent, some force had to be applied during the withdrawal phase of the introducer, but this is quite common in the stenting of stenoses located at anatomically tortuous targets. The endoscope was pulled out of the duodenum, no abnormality was observed at this stage. Customer emailed rep (B)(4) this morning with following: a piece of metal (15cm) from release mechanism was not removed after stent was released. This was not noticed before procedure. The piece caused a 'duodenum ulcer' and bleeding in patient a couple of days later and further endoscopy procedure was needed' this happened in (B)(6). No product code/lot available. Logging this against the last evolution biliary stent order from (B)(6). More information to follow from (B)(4). Patient/event info - notes: at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) while removing the introducer. What endoscope type and channel size was used? Olympus 4.2mm channel. What was the position of the elevator? Was it opened or closed? Both, depends on procedure step. Details of the wire guide used (diameter, type, make)? 0.035 short wire, olympus visiglide or boston dreamwire. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. How long was the stent in the patient by the time this complaint occurred? Couple of days. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? N/a. Is the patient known to be covid-19 positive? No. Stricture information: what was the length and diameter of the stricture? From hilar area to right and left hepatic ducts. Where was the stricture located in the body? Hepatic ducts. Was there resistance felt passing wire guide through stricture? Minor resistance. Was there resistance felt passing the evolution through stricture? By no means much, the stent progressed well to the destination after dilation. Was the stricture dilated before stent placement? Yes. Questions related to during insertion into patient: was the product inspected for kinks or damage before use? Visually yes. Was resistance felt during insertion into patient? If yes, at what point? No. Questions related to during stent placement: did the product fail during stent deployment or recapture? No. Was the directional button pressed during use? No. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? Yes. Questions related to during introducer withdrawal: was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? Yes. Did the stent open sufficiently to allow withdrawal of introducer safely? Yes. Was the safety wire fully removed before removing the delivery system? Yes. Did any part of the product snag/get caught with the stent when removing the delivery system? Yes, somewhat. Are images of the device or procedure available? Yes. Questions related to during stent repositioning/removal what instrument was used for stent repositioning / removal? Forceps, snare¿ snare. Was the lasso (suture) loop used during repositioning? No. Here is more information about the event. Please note that the wire did not cause perforation as I incorrectly mentioned in my first report. Attached are also pictures, they were taken with a phone camera on a hospital computer monitor, hopefully their resolution is sufficient. I talked to the doctor about introducer recapture after stent deployment, he said this was not a habit and that he did not remember that it was guided by the evolution stent in-service. In the lab card, it is mentioned but only in text form and has been ignored. I fact, I have not noticed the absence of introducer recapture when I was present at ercp procedures. Stent placement has always gone smoothly and routinely. Can we also request the hospitals documented cause of death for this patient? Not likely to be available due to general security guidelines in this regard. Could I ask for additional information regarding the patient¿s underlying condition, ie. ¿terminal illness¿. What was the patient¿s terminal illness? Cholagiocarcinoma. Was the patient¿s life expectancy with this terminal illness known? Less than six months. The cc form received for this complaint states that it will be investigated if this event resulted in a death. Is there any further information on this at this time? No. Further information is available at this time. When the decision on patient injury. Insurance comes, then there is a third party statement about the incident. The piece caused a 'duodenum ulcer' and bleeding in patient a couple of days later and further endoscopy procedure was needed'. What was the outcome of the additional endoscopy procedure? Was it possible to manage/treat the bleeding, perforation and ulcer? Bleeding was treated. Successfully, no leak was detected. There was no perforation or ulceration, post-pyloric scratching was observed on endoscopy, it is unclear whether the bleeding was due to it or whether it was a post sphincterotomy bleeding. How long (days) after the second endoscopy procedure did the patient die? 31 days, the patient died on (B)(6). Imaging data was then submitted to the patient insurance center. What section of the device introducer broke off? First 15cm from introducer tip? Distal end 15cm brass threaded inner wire with white tip cone. Was the introduction system recaptured prior to removing from the patient? No, this is not done at all. There is no memory of whether this is instructed to do in the hands-on inservice. Was fluoroscopic monitoring used for the entirety of the procedure? Yes. If so, were the radiopaque markers kept in view while recapturing the introduction system? Yes. Was it noted at the time of the procedure that there was no change in position of the radiopaque markers due to the break in the introduction system? This was not particularly monitored.